Manufacturer narrative:
A medtronic representative went to the site to replace the caster and test the equipment. After replacing the caster the navigation system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect caster 5 in. No parts have been received by manufacturer for analysis. On 09/30/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Caster broken. The caster was extracted. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system cart has a broken caster. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.